Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). Baseline was right bundle branch block. There was no calcification extending beneath the aortic annular plane in the interventricular septum. Pre-implant balloon valvuloplasty (pre-bav) was performed using a 23mm, non-abbott balloon. The patient went into a complete heart block requiring pacing support. During the procedure, the valve was able to be implanted without any issues at a depth of approximately 4mm on the non-coronary cusp (ncc). The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. Post-implant, intrinsic rhythm did not return so the same day afternoon a permanent pacemaker was implanted. The patient was in a stable condition and subsequently discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.